Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash and blisters underneath the lifevest. The patient's physicians put liquid skin on the blisters. The patient began using an over-the-counter cream on the irritation and the rash and blisters healed.